Event description:
Initial result for a patient creatinine was <0.2 mg/dl. When repeated, the result was 1.0 mg/dl. The incorrect result was not used to guide treatment. The field service representative found a filter was loose, preventing flow of the wash solution. He repaired the instrument by tightening the filter.